Event description:
A home patient (hp) contacted (B)(4) to report a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during initial drain. The hp stated the patient extension lines were not connected prior to priming. The technical service representative (tsr) advised the hp that air had entered setup. The tsr instructed the hp to cycle power to clear the alarm and further advised to start over with new supplies. The tsr reviewed proper procedures per the user manual. The tsr advised the hp to connect the patient line extension prior to priming. The hp confirmed to start over with new supplies. On (B)(6) 2010 (B)(4) spoke with the hp's nurse who stated that the hp did not develop any adverse event or require any medical intervention. The nurse stated the hp was currently performing therapy without any complications.

Event description:
The facility reported a colleague infusion pump with failure code 810:11. It is unknown when or in which care area this event occurred. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. During product evaluation, a baxter service technician confirmed the reported condition was caused by an out of calibration air in line printed circuit board. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4). Evaluation summary:the reported condition of a colleague infusion pump with failure code 810:11 was confirmed during product evaluation in the pump's event history. This condition was caused by the pump's air in line printed circuit board being out of calibration. The air in line printed circuit board was calibrated to correct the reported condition.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Issues concerning air in line printed circuit board failures are currently being investigated under (B)(4).